Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abdominal pain ('abdominal pain') in a 25-year-old female patient who had essure (batch no. D19666,cs000xz) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, hereditary hemorrhagic telangiectasia, type 2 diabetes mellitus, asthma, genital herpes simplex, rectal hemorrhage, reflux esophagitis, depression, anxiety, post-traumatic stress disorder, smear cervix abnormal, irritable mood, headache, bloating and bladder infection. On (B)(6) 2016 patient underwent hysterosalpingogram. Previously administered products included for birth control: depoprovera; for an unreported indication: wellbutrin and zofran. Concurrent conditions included morbid obesity and anhedonia. Concomitant products included venlafaxine for depression, valaciclovir for genital herpes, promethazine for nausea as well as docusate sodium, ibuprofen and salbutamol (albuterol). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("severe menstrual flow / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced abdominal pain lower ("cramping"), abdominal pain upper ("upper abdominal pain"), dysmenorrhoea ("severe menstrual cramps / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2016, the patient experienced micturition urgency ("urinary urgency"), urinary incontinence ("urinary incontinence"), mood swings ("mood swings") and libido decreased ("lack of sex drive"). In (B)(6) 2016, the patient experienced vulvovaginal rash ("vaginal rash becomes dry,itchy and uncomfortable every menstrual cycle") and vulvovaginal dryness ("vaginal dryness"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2017, the patient underwent tooth extraction ("two teeth extraction"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge and vulvovaginal pruritus, post-traumatic stress disorder ("post-traumatic stress disorder (ptsd)"), depression ("depression"), anxiety ("anxiety"), vulvovaginal pain ("vaginal pain") and uterine pain ("uterine pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, abdominal pain upper, vaginal infection, menorrhagia, dysmenorrhoea, vaginal haemorrhage, female sexual dysfunction, micturition urgency, urinary incontinence, tooth extraction, dyspareunia, fatigue, alopecia, mood swings, libido decreased, nausea, post-traumatic stress disorder, depression, anxiety, vulvovaginal rash, weight increased, vulvovaginal pain, uterine pain and vulvovaginal dryness outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, libido decreased, menorrhagia, micturition urgency, mood swings, nausea, pelvic pain, post-traumatic stress disorder, tooth extraction, urinary incontinence, uterine pain, vaginal haemorrhage, vaginal infection, vulvovaginal dryness, vulvovaginal pain, vulvovaginal rash and weight increased to be related to essure. The reporter commented: right side- 5 coils, left 7 coils. She did not claim essure worsened a previously existing injury/condition. Current weight: 245 lbs. Essure alleged injury reported as (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 60.8 kg/sqm. Batch no cs000xz production date 2015-09-23 expiration date 2018-06-28. Batch no d19666 production date 2014-10-21 expiration date 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abdominal pain ('abdominal pain') in a (B)(6) female patient who had essure (batch no. D19666,cs000xz) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, hereditary hemorrhagic telangiectasia, type 2 diabetes mellitus, asthma, (B)(6), rectal hemorrhage, reflux esophagitis, depression, anxiety, post-traumatic stress disorder, smear cervix abnormal, irritable mood, headache, bloating and bladder infection. On (B)(6) 2016 patient underwent hysterosalpingogram. Previously administered products included for birth control: depoprovera; for an unreported indication: wellbutrin and zofran. Concurrent conditions included morbid obesity and anhedonia. Concomitant products included venlafaxine for depression, valaciclovir for (B)(6), promethazine for nausea as well as docusate sodium, ibuprofen and salbutamol (albuterol). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("severe menstrual flow / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced abdominal pain lower ("cramping"), abdominal pain upper ("upper abdominal pain"), dysmenorrhoea ("severe menstrual cramps / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2016, the patient experienced micturition urgency ("urinary urgency"), urinary incontinence ("urinary incontinence"), mood swings ("mood swings") and libido decreased ("lack of sex drive"). In (B)(6) 2016, the patient experienced vulvovaginal rash ("vaginal rash becomes dry,itchy and uncomfortable every menstrual cycle") and vulvovaginal dryness ("vaginal dryness"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2017, the patient underwent tooth extraction ("two teeth extraction"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge and vulvovaginal pruritus, post-traumatic stress disorder ("post-traumatic stress disorder (ptsd)"), depression ("depression"), anxiety ("anxiety"), vulvovaginal pain ("vaginal pain") and uterine pain ("uterine pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, abdominal pain upper, vaginal infection, menorrhagia, dysmenorrhoea, vaginal haemorrhage, female sexual dysfunction, micturition urgency, urinary incontinence, tooth extraction, dyspareunia, fatigue, alopecia, mood swings, libido decreased, nausea, post-traumatic stress disorder, depression, anxiety, vulvovaginal rash, weight increased, vulvovaginal pain, uterine pain and vulvovaginal dryness outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, libido decreased, menorrhagia, micturition urgency, mood swings, nausea, pelvic pain, post-traumatic stress disorder, tooth extraction, urinary incontinence, uterine pain, vaginal haemorrhage, vaginal infection, vulvovaginal dryness, vulvovaginal pain, vulvovaginal rash and weight increased to be related to essure. The reporter commented: right side- 5 coils, left 7 coils. She did not claim essure worsened a previously existing injury/condition. Current weight: (B)(6). Essure alleged injury reported as (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 60.8 kg/sqm. Batch number :cs000xz production date : 2015-09-23 , expiration date : 2018-06-28. Batch number :d19666 production date : 2014-10-21, expiration date : 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2020: pif received. Date of essure removal added. Removal surgery added for event pain (pelvic pain), abdominal pain. Case became serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.